Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The customer called for assistance with her new contour next system. During the call she received a control reading of 125mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer returned the control solution for evaluation. New meter, strips and control were sent to the customer.